Manufacturer narrative:
(B)(4). The sample was sent from one manufacturing facility to the one where it was manufactured so it could be evaluated completely. Once the evaluation is completed a follow up MDR will be submitted

Manufacturer narrative:
(B)(4). The complaint was not confirmed as a sample was not received. No batch review was performed as the lot number was not known.

Manufacturer narrative:
(B)(4). The complaint was confirmed based on the sample analysis a crack was found in the minicap. The assignable cause was not determined.

Event description:
During the evaluation of a retuned transfer set (addressed in a related complaint) and minicap a crack on the mini cap was observed.